Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a knee procedure on an unknown date. It was further reported that patient underwent a right total knee arthroplasty on (B)(6), 2009. Subsequently, patient underwent a revision procedure on (B)(6), 2012 due to an unknown reason. Subsequently, patient underwent a revision procedure on an unknown date due to leg lengthening. A review of the invoice history confirmed the surgery dates. It further indicates patient underwent a revision procedure on (B)(6), 2009 where a biomet expandable femoral stem and competitor components were implanted. Invoice history suggests patient was implanted with an orthopedic salvage system on (B)(6), 2009. During the (B)(6), 2012 revision procedure, all components were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a knee procedure on an unknown date. It was further reported that patient underwent a right total knee arthroplasty on (B)(6) 2009. Subsequently, patient underwent a revision procedure on (B)(6) 2012 due to an unknown reason. Subsequently, patient underwent a revision procedure on an unknown date due to leg lengthening. A review of the invoice history confirmed the surgery dates. It further indicates patient underwent a revision procedure on (B)(6) 2009 where a biomet expandable femoral stem and competitor components were implanted. Invoice history suggests patient was implanted with an orthopedic salvage system on (B)(6) 2009. Additional information received noted patient didn't have a patella. On (B)(6) 2012, patient underwent a patella procedure and poly swap due to pain.